Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to (B)(6): "knee-tep left primary 2006 in (B)(6), knee-tep change left in neustadt on (B)(6) 2014 because of loosening. Patient now comes to our emergency room with the radiologically confirmed diagnosis of a material fracture of the femoral stem extension on (B)(6) 2022. A trauma or triggering event is not remembered. Overall, since (B)(6) pain and a cracking when walking at the left knee joint. He had first presented to his family doctor. Analgesia with ibuprofen up to now. The patient is mobile on forearm crutches. Revision of knee-tep on (B)(6) 2022 in neustadt.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Available xray evidence was reviewed and breakage allegation on the adapter degree was confirmed. Based on the xray images it is evident that collar and body junction were broken and separated, leaving collar portion between the condyles of the femoral component. Also, based in the provided evidence, it can be observed that bolt was fractured. It can be determined that bolt got disassociated prior to fracture, subsequently leading into stress on the bolt/collar junction of the adapter. Fracture on both components may have been caused by the previous partially bolt disassociation of the component. It is not unreasonable that noise would be present due to the collar and/or body portion of the adapter interacting against the metal components of the system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 1) quantity manufactured: (B)(4), 2) date of manufacture: 02/2014, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: 01/2024, 5) IFU reference: 090200252 rev j or k. Device history review : a manufacturing record evaluation was performed for the finished device (960781/479939) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient had revision left knee, change of a bicondylar surface replacement prosthesis to another surface replacement prosthesis, (partially) cemented. The patient¿s medical history included, two years of increasing symptoms of pain and a feeling in both knee joints, but especially in the right. Depuy components including depuy pfc sigma mbt+tc3, and depuy patella were used during the left knee revision. During the procedure the surgeon observed, joint effusion, pronounced synovial change. There was osteolysis, and the femoral component and tibial component had soft connective tissue on the bone. There was mention of cement, but it was not clear what interface had loosening. The medical records did not mention who the manufacture of the removed components were. It should be highly noted that the translated medical records were difficult to understand.